Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient involved received an error message stating, "no disposable pump- won't run." The message was received anywhere from 2 hours after infusion began to 12 hours after. The pump was used the day before with no error messages. After troubleshooting, the pump infused successfully for 10 minutes with a different cassette from a different lot. There were three patients involved in this incident. As a result, some patients were unable to get chemo therapy for several hours. They had to go to the emergency room. No injuries were noted.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Twenty-four (24) cassette sample units were returned in new condition with its original closed package for evaluation. Visual and functional testing were performed. Photos were reviewed and no anomaly is observed in the pictures attached that may affect the functionality of the product. The samples didn?t present any damage, scuffs, pinch marks, cracks, crazing that could cause the failure mode reported. The samples were fully priming and connected without difficulty, the pump was set running and the alarm was not activated. The reported issue was not duplicated. The root cause of the reported issue was unable to be determined.